Manufacturer narrative:
Citation: popiolek et al. Infective endocarditis caused acute myocardial infarction and acute limb ischemia in a patient who previo usly underwent a transcatheter aortic valve implantation in a biological aortic valve. Postepy kardiol interwencyjnej. 2025 aug 27;21(3):459¿461. Doi: 10.5114/aic.2025.153769. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 75-year-old male patient who presented with symptoms of infective endocarditis. Five years prior the patient underwent implant of a medtronic 25-mm hancock ii bioprosthetic aortic valve and a non-medtronic 34-mm vascular prosthesis for ascending aortic aneurysm repair. Three months prior to the current presentation, the patient experienced symptomatic severe stenosis of the prosthetic valve which required a tavi-in-valve procedure with implant of a medtronic 26-mm evolut r transcatheter aortic valve inside the hancock ii aortic valve. Approximately one month after this tavi-in-valve procedure, the symptoms of infective endocarditis occurred. Imaging revealed a lesion of the aortic valve annulus, vegetations on the leaflets and perivalvular abscesses on the valve annulus. Blood cultures were positive for streptococcus gallolyticus. The patient administered antibiotic therapy and apixaban for atrial fibrillation. In the third week of hospitalization, symptoms of acute ischemia originated from the left lower limb. An arteriography showed embolic material within the left superficial femoral artery. The embolic material was removed via a mechanical thrombectomy which fully restored arterial flow. Two days later, the patient experienced severe chest pain with hypotension and electrocardiogram changes. A coronary angiography revealed embolic material at the trifurcation site of the left main coronary artery. Attempts to remove the embolic material were ineffective. As the patient went into cardiogenic shock, the surgical team quickly moved the embolic material to the smaller circumflex branch which immediately improved flow to the left anterior descending and intermediate branches. Following these procedures the patient¿s general condition gradually improved. A follow-up computed tomography scan revealed the lesion in the valve annulus was reduced in size. Antibiotic therapy was continued for an additional 43 days. Eventually the patient was discharged home in good condition. No further information was provided pertaining to medtronic products.